Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was running slow. A field service engineer (fse) found no issues, as the station was very responsive, and the network was on local area network. The fse inventoried the medications successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was running slow. The customer reported that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.